Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator earlier than expected. It was also reported that there was increasing pacing impedance over 3000 ohms and the patient alert sounded. The ICD and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the hybrid.

Manufacturer narrative:
Evaluation summary: (B)(4): upon analysis, normal battery depletion was found. The battery cell underwent further analysis, with measurements and destructive analysis finding no internal short in the battery.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.